Manufacturer narrative:
Follow up 5/10/2016: customer indicated they previously loaded the cartridge incorrectly through the o ring rather than the cartridge septum. Customer was guided through the load process with tandem technical support and able to load a new cartridge successfully and resumed insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. Customer reported a blood glucose (bg) level of 420 (mg/dl) and reverted to manual injections to address bg levels. During troubleshooting with tandem technical support, customer attempted to reload cartridge; however, they did not observe any insulin in the patient line tubing. It was recommended that customer load a new cartridge but customer did not have one available at the time event was reported. It was indicated that manual injections would be used for diabetes management until customer can load a new cartridge.